Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer was experiencing issues over the past year with the IV tubing when administering tpn, hal, and lipids. The sets were occluding, disconnecting, and/or leaking from the filter. These issues have increased in the past month. There was no patient harm. Although requested, there was no further information or details given for this event.